Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas did not receive dexcom g7 cgm data due to a pairing failure, which led to suspension of automated insulin delivery and subsequent hyperglycemia with a reported blood glucose up to 370 mg/dl for several hours; the user received a ¿dosing stops soon¿ alert, manual bg entries were used to resume correction dosing, and cgm connectivity was restored after sensor replacement and device restart. Symptoms included hyperglycemia. Outcomes included temporary interruption of therapy and need for user intervention, without hospitalization or professional medical treatment. Investigation included user interview, device review, and troubleshooting guidance. Investigation of this case revealed a cgm-to-ilet communication failure at sensor start that resolved after replacing the sensor and completing warm-up, with the user noting the removed sensor¿s introducer needle/cannula was bent. It was concluded that the event was related to a cgm connectivity failure resulting in missed automated insulin delivery and hyperglycemia, with function restored after sensor replacement and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.